Manufacturer narrative:
On january 21, 2026, the mentor failure analysis lab received the 300cc device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 26, 2026, device evaluations were completed. Since both devices received do not have lot number, it was not possible to determine which device corresponded to the right-side breast implant, therefore, both products were analyzed. The other device evaluation is being reported separately as malfunction on the left side device. The devices were unknown saline implants smooth; updated under fields d1 and d4. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned device revealed that the breast implant was found to have a tear three (3) tears, all of them in the posterior view. Tear a, b & c, measuring approximately 1.1 cm, 1.2 cm & 1.1 cm respectively. Microscopic examination was performed on each of the three (3) tears and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell of each tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot, serial number, and corresponding expiration date for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with unknown size unknown saline implants and experienced breast implant deflation on her right side postoperatively. The patient underwent bilateral replacement surgery with saline devices on (B)(6) 2025.